Event description:
A physician reported a hakim programmable valve was implanted in a (B)(6) female patient due to sah (subarachnoid hemorrhage) via v-p shunt on (B)(6) 2021 with 110mmh2o. On (B)(6) 2022, since the ventricle did not become smaller even when the set pressure of the valve was changed to low pressure, shunt imaging was performed, and valve obstruction was suspected; therefore, the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) - the valve, product code 82-3100 with lot 4755613, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any occlusions with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted.